Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm long bipolar grasper training instrument was observed to have a damaged conductor wire (black). The procedure outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the event occurred during an internal training session attended only by the surgeon, with no patient involvement. There was no specific surgical procedure performed, and details such as the date and time of surgery, patient information, or intraoperative tasks were not applicable. The issue¿a broken wire in a black energy cable¿was identified during training and resulted in the loss of cautery function, but there were no signs of thermal damage, arcing, instrument collisions, or fragment retention. As this was a training event and not a clinical case, no surgical instruments were inspected prior to use and no injury or adverse event occurred. No photos, videos, or accessories were available for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.